Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer replaced pump supplies and resumed insulin therapy. Multiple follow up attempts were made to complete troubleshooting with the customer, however, the customer did not respond to follow up attempts. Customers blood glucose was 106 mg/dl.